Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that the robot went dark on them mid case. Technical support engineer (tse) reviewed system and confirmed robot battery was not charging. Tse had customer verify breaker and epo orientation. Tse informed customer that they could continue with case but back up battery may not be available. The site tried to do hard restart of the robot, but the issue did not clear. The customer reported event has no report of patient injury. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause could not be determined as the product was not returned for failure analysis and further investigation of the reported customer event.